Event description:
The article, "percutaneous retrieval of free-floating amulet device from left atrium", was reviewed. The article presented a case study of an 81-year-old female patient with a history of persistent atrial fibrillation, status post cardioversion and chronic immune thrombocytopenic purpura. It was reported that on an unknown date, a 31mm amplatzer amulet was chosen for implant. It was noted that all releasing criteria were met, and the device was successfully released. Post-procedurally the following day, the patient was hemodynamically stable and asymptomatic. Routine transthoracic echo revealed the 31mm amplatzer amulet had embolized in the left atrium with no impingement/restriction on the mitral valve. Device embolization was corroborated by cardiac computed tomography angiography. A decision was made to percutaneously remove the embolized device via transcatheter snare with off label use of a mitraclip steerable guide catheter and an amplatz gooseneck snare. After successful removal of 31mm amplatzer amulet device, the patient was discharged home in stable conditions. [The primary and corresponding author was nish patel, miami cardiac and vascular institute, baptist healthsouth florida, north kendall drive, miami, florida 33176, USA, with corresponding e-mail: nish.patel@baptisthealth.net].

Manufacturer narrative:
As reported in a research article, the amplatzer amulet occluder was discovered to have embolized into the left atrium the following day of the procedure. Device embolization was corroborated by cardiac computed tomography angiography. The device lot-batch number was not provided, and therefore the device history record and lot-specific complaint review could not be performed. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the device embolization could not be conclusively determined. D4 - the UDI number is not known as the part and lot numbers were not provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title: "percutaneous retrieval of free-floating amulet device from left atrium".

Event description:
The article, "percutaneous retrieval of free-floating amulet device from left atrium", was reviewed. The article presented a case study of an 81-year-old female patient with a history of persistent atrial fibrillation, status post cardioversion and chronic immune thrombocytopenic purpura. It was reported that on an unknown date, a 31mm amplatzer amulet was chosen for implant. It was noted that all releasing criteria were met, and the device was successfully released. Post-procedurally the following day, the patient was hemodynamically stable and asymptomatic. Routine transthoracic echo revealed the 31mm amplatzer amulet had embolized in the left atrium with no impingement/restriction on the mitral valve. Device embolization was corroborated by cardiac computed tomography angiography. A decision was made to percutaneously remove the embolized device via transcatheter snare with off label use of a mitraclip steerable guide catheter and an amplatz gooseneck snare. After successful removal of 31mm amplatzer amulet device, the patient was discharged home in stable conditions. [The primary and corresponding author was nish patel, miami cardiac and vascular institute, baptist healthsouth florida, north kendall drive, miami, florida 33176, USA, with corresponding e-mail: nish.patel@baptisthealth.net].